Event description:
It was reported that the patient went to the emergency room (ER) due to with diabetic ketoacidosis (dka). The patient's blood glucose levels reached above 300 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include confusion and feeling sick. The patient was placed on an intravenous therapy of fluids and insulin. The patient was released a few hours later.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.